Event description:
The healthcare professional reported that during an endovascular embolization procedure, coils were packed and detached in the aneurysm. The 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10071613) was advanced to the garget location, and the physician attempted to release the stent. During the stent release, the stent reportedly migrated to the c5 segment of the internal carotid artery and failed to cover the aneurysm neck. The physician attempted to deliver a second stent, a 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10167242), but after the deployment of the second stent was completed, it was found that during the withdrawal of the delivery wire, the delivery wire had become entangled with the stent body. The physician removed the second stent and the delivery wire from the patient and abandoned stent implantation to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2026, additional information was received. Per the information, the stent-assisted endovascular embolization procedure was targeting an unruptured aneurysm on the internal carotid artery (ica). The information indicated that the first stent migrated from the c6 to the c5 segment. Regarding the second stent, it was not known if the stent component was still on the delivery wire when it was removed from the patient. Aside from the delivery wire being entangled with the stent component, there was no additional damage noted on the stent / stent delivery system. The procedure was reportedly successfully completed without sent implantation, however, information on how the procedure was completed after the physician abandoned the stent implantation was not provided. The information confirmed there was no negative impact on the patient and no procedure delay resulted from the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name:(B)(6). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10167242. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire- withdrawal difficulty (snagged/caught on stent) could result in vessel spasm, vessel damage, damage to the wire (including stretching, fracture or separation of the wire) or movement of the stent. There are aneurysm/vessel characteristics, device selection, and operator techniques that may have contributed to the event, rather than the design or manufacture of the device. In this case, there were no reports of patient harm; however, both devices were ultimately removed from the patient, and the procedure was completed without stent implantation. The use of an intracranial stent may be employed at the physician¿s discretion to provide additional support in stabilizing the coil mass; however, it is not required in all cases and serves as a supplemental measure rather than a critical component of therapy. The absence of stent implantation does not inherently compromise the expected clinical outcome, provided that satisfactory coil placement and aneurysm occlusion were achieved. Further, there were no reports of patient harm. Based on this information, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.